Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. The 15mm x 2.25mm maverick 2 monorail balloon catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
A maverick 2 (mr) balloon catheter was returned in a deflated state. Dried blood and contrast were present in the shaft and balloon the balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located in the middle of the balloon. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or the radiopaque markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)